Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain and pocket heating at the ipg site. Surgical intervention may take place to address the issue.